Event description:
The pt had been experiencing decreased pain relief over the course of 2 weeks. In 02/2006, the estimated reservoir volume was 2cc and the actual was 6cc in 03/2006, the estimated reservoir volume was 2cc and the actual was 17cc. A catheter dye study showed an area behind the pump with dye dispersed. A rotor study was done,the rotor did not turn 90 degrees with a programmed bolus. The pump was explanted and replaced after an implant duration of 7 months.